Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the site of the implantable pulse generator (ipg) following radiation treatments unrelated to the device. Database analysis revealed no anomalies. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.